Event description:
It was reported that the patient experienced syncope after dislodgment of their right ventricular (rv) lead. An electrocardiogram revealed loss of capture and sensing, and low r-waves with the rv lead. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).